Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of dart detachment. Imdrf device code a050502 captures the reportable event of carrier misfire.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2024. During the procedure, the capio slim misfired, and the bullet end of the suture was stuck in the patient's tissue. The physician spent a significant amount of time, and multiple retractors were used to remove it. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vault suspension procedure performed on (b(6) 2024. During the procedure, the capio slim could not catch the suture. The device then misfired, and the bullet end of the suture was stuck in the patient's tissue. The physician spent a significant amount of time, and multiple devices were used to remove it. It was noted that the patient experienced trauma result of the dart removal. The procedure was completed with another of the same device and suture.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Imdrf device code a050502 captures the reportable event of carrier misfire. Block h11: b5 has been updated due to additional information received on march 14, 2024.